Manufacturer narrative:
A cme america investigator reviewed the pump history. He did not find any evidence of motor rotation detection system failure (mrdsf) in the log. The first occurrence of the mrdsf was at cme america while servicing the pump. Cme america's investigator found heavy flux residue on the encoder leads of the motor board. The flux residue caused a short across the leads which triggered the mrdsf during testing. The cause of this complaint is the contract manufacturer's failure to remove solder flux from the motor board.

Event description:
During investigation of a complaint at cme america, a biomed technician discovered a motor rotation detection system failure (mrdsf). As this issue represents a high risk level per bodyguard risk analysis, cme america initiated a service-generated complaint for this device.